Event description:
It was reported that doctor performed a percutaneous tracheostomy on a 75-year-old male patient. At the end of the procedure, it was found that the tracheostomy tube cuff had difficulty maintaining a certain pressure and tended to collapse and leak air. After replacement, it functioned normally. The doctor placed the problematic tracheostomy tube in water and inflated the cuff, and a large number of bubbles outside the airbag were observed, indicating that the cuff was broken. No patient harm was reported.

Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The reported issue could not be confirmed by the investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products.